Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13143. It was reported that loss of capture on the rv lead and high capture threshold on the lv lead were observed. Under fluoroscopy, the rv lead was found to be dislodged. The patient was in complete heart block. The rv and lv leads were capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.